Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 6944-65 implantable tachy lead, (B)(6) 2010; 419688 implantable pacing lead, (B)(6) 2010; 407652 implantable pacing lead, (B)(6) 2010. (B)(4).